Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was twisted in the proximal region resulting in failure to open in the middle. It was noted the vessel was tortuous in the distal region, less than 50% of the pipeline had been deployed, it was re-sheathed twice, and no further actions were taken to open the stent. The device was removed and replaced by another stent to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid-cavernous with a max diameter of 12mm and a 7mm neck diameter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include a navien microcatheter.